Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the main board not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period., corrected data: d4: UDI number, g5, h6 health effects - clinical signs and symptoms or conditions

Manufacturer narrative:
UDI and operator of device are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported two errors occurred: background self-test timeout and auxiliary control unit watchdog failure. No patient injury reported.